Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with pain and felt heat at the implant site. The patient was hospitalized for infection and the device system was extracted. No additional information is available at this time.